Event description:
Reporter noted cassette was occluded; tried to clear. Changed out cassette; had an error message. Doctor declared case aborted, and they stopped. Doctor may need to revisit the eye at a later time. Current pt status is unknown. No add'l info received to date.

Manufacturer narrative:
Product evaluation and root cause analysis is in process. Made multiple phone attempts to follow-up; two questionnaires sent twice, but none returned to date.